Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient with complete heart block presented to the hospital not feeling well and could not find his pulse. System evaluation identified noise, loss of capture and pacing impedance measurements greater than 3000 ohms on the atrial and right ventricular (rv) channels. Procedure details stated the leads were possibly fractured. The issues continued despite reprogramming. A revision procedure was performed and a temporary device was utilized. The leads were repositioned with a replacement device. No additional adverse patient effects were reported.